Manufacturer narrative:
Exact date of implant is unknown but product implantation happened in (B)(6) 2016. Patient codes: (B)(4) (revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, post-op, the screw broke which was detected through x-ray. Hence, a revision surgery was performed to explant the screw.